Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to a rising threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg implanted: (B)(6) 2007. (B)(4).